Manufacturer narrative:
Efforts to obtain additional information relevant to the reported event from accredo health group, inc., were unsuccessful. Patients are furnished with a backup remunitypro system to ensure uninterrupted drug delivery; however, based on the information available, it is unknown if the patient was able to switch to their backup system. Therefore, this event is being reported out of an abundance of caution. Infusion sets are required for the use of the remunitypro pump but are not manufactured or distributed by millyard advanced medical products, llc, for use with the device. At the time of this report, no components or additional information has been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 05-jan-2026 from accredo health group, inc., and forwarded to millyard advanced medical products, llc on 06-jan-2026. It was reported that the patient presented to the emergency room due to their remunitypro pump and infusion site falling to the floor. No further details regarding device condition or performance were reported.